Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive esc and down buttons due to moisture damage keypad traces. Unit had minor scratched lcd window, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 106 mg/dl. The customer felt that the device vibrate three times and next he knows the pump started. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.